Event description:
The handpiece overheated during a crown preparation procedure and the patient received a minor burn to their lip. No medical treatment was necessary at the time of the injury and the patient is reported to have healed as expected without need for additional medical treatment.